Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins inside the pump usb port appeared bent, and prevented the customer from being able to charge the pump, despite trying multiple cables, wall adapters, and power sources. The customer's blood glucose level was 156 mg/dl. Reportedly, the customer was able to successfully charge the pump after trying an additional usb cable.